Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was to undergo a permanent trial on (B)(6)2019. The physician placed the penta lead without difficulty at midline t8 with neuromonitoring, but loss of signaling started several minutes prior to placing the lead. The physician opted to then remove the lead and ended the procedure without any product implanted. The patient was assessed and diminished motor function was noted in the left leg, although the patient could move their toes and sensory function was normal. The patient was transferred to the intensive care unit (ICU) for assessment of possible stroke. The patient does have a history of atrial fibrillation. The patient also had restless leg symptoms the day of the procedure and the following day and was medicated for this. An MRI the day following the procedure showed the patient had a spinal cord stroke. Further information has been requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.